Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had flowing issues while connected to IV tubing. This occurred during patient infusion of an unknown drug in the endoscopy unit of the hospital. The reporter stated that a nurse was called to troubleshoot line patency and felt that other nurses did not correctly connect the device to the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.